Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer was checking the device discharge voltages and found that sometimes the voltage levels did not correspond to the requested voltage level. The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact.

Event description:
It was reported to philips that the customer was checking the device discharge voltages and found that sometimes the voltage levels did not correspond to the requested voltage level. There was no patient involvement.